Manufacturer narrative:
The curved catheter was bent before the procedure was started. Bending of the curved catheter is warned against in the accompanying dfu. Director of qa/ra and engineering in contact with facility to schedule appointment for actual evaluation of the device.

Event description:
The physician was examining the curved catheter before the procedure. The physician felt the curved catheter was compromised in the packaging, he bent the curved catheter and the top detached. The device was never used in the patient. Per hospital policy, they do not release defective products.